Event description:
The customer reported the system had an error with subtraction and the cine drive and had a loss of cine function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were reseated. The cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.